Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the log file history submitted for review revealed that the rotor speed dropped below the auto low set point while the patient was connected to the power module. The alarms were resolved once the patient switched over to battery power. It was noted that the patient is currently running on battery power. It was also reported that the patient refused to have a driveline repair completed. A driveline repair was not performed by the hospital. No further information is available at this time.